Event description:
The customer reported the system is displaying an x-rays disabled message on boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated connectors. System operates as intended. (B) (4).